Manufacturer narrative:
(B)(4). Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: n/a. Concomitant medical products: item # unk, stem, lot # unk; item # unk, head, lot # unk; item # unk, liner, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05055; 0001825034 - 2018 - 05056; 0001825034 - 2018 - 05058.

Event description:
It was reported that approximately 2 weeks post implantation, the patient had presend with increased drainage of serosanguineous-type fluid. There was a noticeable area of swelling in the anterior thigh. This was consistent with a superficial hematoma. Subsequently, patient underwent irrigation and debridement with drainage of hematoma. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via operative report. Report noted patient had a right hip irrigation and debridement. Hematoma was identified and removed and fluid was sent for culture. Fascia was noted compromised. Final culture reports show rare staphylococcus, coagulase negative. The wound was aspirated again seven days post irrigation and debridement with rare gram negative rods. One day later esr and crp were elevated. A PICC line was inserted for IV antibiotic management and consult with infectious disease. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.